Event description:
A chemotherapy leak was reported from a fresenius fluid bag with bd secondary tubing and phaseal cstd. The chemo was leaking from the spike in the bag as well as the cstd had malfunctioned and disconnected from the end of the tubing. Medication had leaked into the haz bag (all chemo's are double bagged with hazardous chemo bags). Nursing caught this before exposure could happen.